Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father called to report that the customer was hospitalized for diabetic ketoacidosis. The customer had been vomiting prior to the event. The father stated that the customer's endocrinologist had verified that the insulin pump was programmed correctly. Troubleshooting was performed, and the insulin pump passed the high pressure test. The customer's father did not feel comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.